Event description:
It was reported that an external fluid leak was observed from an oxiris set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received, and videos of the sample were provided for evaluation. Visual inspection of the videos showed a crack in the set deaeration chamber . White marks were visible on both sides of the chamber. Inspection of the actual sample confirmed the set component damage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the damage was not determined. A nonconformance was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.